Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The patient reported that his blood glucose read high (>500mg/dl) while wearing the pod on his abdomen. He stated that the cannula came out of his skin, causing his levels to rise, and appeared bent when the pod was removed. Treatment included changing the pod and giving himself injections. (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.